Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2011.

Event description:
Procedure: wedge resection. According to the reporter: after firing the device, the unit locked on tissue. The doctor had to use another 030449 and reload the staple alongside the locked unit. The doctor was able to remove the locked unit from tissue. Unanticipated tissue loss was reported as less than 2cm.